Manufacturer narrative:
Other, other text: device evaluation- one sample has been returned for evaluation. The device was given functional testing and the device was found to function as expected with no leakage observed. The reported issue was not confirmed and no problems were identified. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. During production the device was sampled for leak testing at regular intervals.

Event description:
Information was received that during pre-use check of this smiths medical level 1 trauma fast flow disposables, the customer noticed fluid was leaking from the connection part. No reported adverse effects or patient injury.